Event description:
It was reported that foreign matter was found before use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "on (B)(6) 2019, when the dealer inspected the batch of injection needles, he found a new abnormal condition. One of the needle hub had a dark foreign matter inserted, and the other needle cap had a needle inserted therein.

Manufacturer narrative:
H.6. Investigation: two samples and one photo were provided for evaluation. The samples came in sealed packaging blister. They have the plastic shield. A visual inspection was performed. One sample has double needle, the extra needle is attached to one side of the plastic hub. The other sample has a piece of plastic assembled to the plastic hub. The plastic hub is placed under the cannulator and then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it may have happened that a jam occurred, and the equipment dispensed another needle that got attached to the plastic hub and fixed with the epoxy. The one with the piece of plastic inserted in the plastic hub is coming from the tools used in the production line. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "on (B)(6) 2019, when the dealer inspected the batch of injection needles, he found a new abnormal condition. One of the needle hub had a dark foreign matter inserted, and the other needle cap had a needle inserted therein."